Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 4 mg/ml at 2,1796 mg/day and clonidine 400 mcg/ml at 217,96 mcg/day. The indication for use was not reported. It was reported a motor stall occurred. Logs showed: motor stall on (B)(6) 2018 at 01:29 motor stall recovery on (B)(6) 2018 at 01:40 motor stall on (B)(6) 2018 at 12:34 motor stall recovery on (B)(6) 2018 at 20:05 motor stall on (B)(6) 2018 at 18:47 motor stall recovery on (B)(6) 2018 at 18:58 motor stall on (B)(6) 2018 at 03:20 motor stall recovery on (B)(6) 2018 at 03:25 motor stall on (B)(6) 2018 at 22:23 tube set on (B)(6) 2018 at 22:23 it was also reported that there were there were volume discrepancies at refills: actual reservoir volume (arv) = 11ml; expected reservoir volume (erv) = 7,3ml on (B)(6) 2017 arv = 10ml; erv = 5,1ml on 2017-oct-10 arv = 9ml; erv = 4,1ml on (B)(6) 2017 arv = 17ml; erv = 9ml on (B)(6) 2018 arv = 17ml; erv = 11ml on (B)(6) 2018 arv = 22ml; erv = 17,3ml on (B)(6) 2018 the patient did not experience any symptoms. It noted that no MRI was performed on (B)(6) 2018 prior to the motor stall recovery. It was unknown if any environmental, external or patient factors might have led or contributed to the event. An MRI was taken on (B)(6) 2018 to ¿verify the catheter¿; no fibrosis was seen after contrast medium was injected. On (B)(6) 2018, catheter opacification and myelography was performed at l2 up to d5 and the catheter tip, which had a d10 entry point. There was no discrepancy observed at the refill on (B)(6) 2018. It was unknown if any additional diagnostics/troubleshooting were performed. It was reported that it was ¿unknown¿ if the issue was resolved. However, conflicting info reported the issue was ¿not resolved¿. The patient's status was alive; no injury. The patient wanted to remove the pump. It was unknown if any interventions/actions were taken to resolve the issue. Surgical intervention did not occur and was not planned. The pump¿s status was ¿implanted remained in service¿. It was unknown when the pump was implanted. The patient¿s age, weight, and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was not explanted, and the next appointment for the patient would be on (B)(6) 2018.